Event description:
It was reported during an oopherectomy procedure that the device would not staple but cut. At activation, a strange noise was heard. They used another like device. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.